Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09308. It was reported a late pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system and a 27 mm watchman laa closure device and delivery system were used. The closure device was deployed and released. The next day a pericardial effusion was observed. Pericardiocentesis was performed. There were no further patient complications reported and the patient was reported to be doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported there was no effusion noted at baseline and no effusion noted on imaging post implant. There were no procedural issues.